Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "aspiration was off." (Aspiration issue); "occlusion occurring more frequently than anticipated." (Occlusion within device). A nurse reported during a dense cataract procedure, the surgeon felt the aspiration was off and the occlusion was more frequent than anticipated. The nurse also indicated the surgeries following ran normal and without the previous complications. The remote was also noted to have had some issues due to having been dropped. There was no patient injury.

Manufacturer narrative:
A company representative examined the system and was unable to duplicate the reported event. The system was then tested and met all product specifications. (B)(4).